Event description:
It was reported that during a da vinci s surgical procedure, the surgeon observed a tear in the first mcs tip cover installed on the monopolar curved scissors instrument. The mcs instrument was removed and a replacement tip cover was installed. After some time of use, the second tip cover accessory developed a hole. A third tip cover was used and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The first and second tip cover accessories were returned and evaluated. Per the customer reported complaint, engineering observed that the first tip cover accessory has a tear approximately 0.11 in length. Engineering concluded that damage to the tip cover is likely due to repetitive opening and closing of the mcs instrument blades. The tip cover does not exhibit evidence of arcing. Medwatch MFR report 2955842-2012-00351 was submitted to the FDA concerning the second tip cover accessory.